Manufacturer narrative:
Mansat et al. "Total elbow arthroplasty for acute distal humeral fractures in patients over 65 years old - results of a multicenter study in 87 patients." Orthopaedics & traumatology : surgery & research (2013) 99:779-784. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The following sections could not be completed with the limited information provided. A2 ¿ age or date of birth ¿ ni. A4 ¿ weight ¿ ni. B3 - date of event - ni. D4 - expiration date - ni. D6 - date implanted - ni. D7 - date explanted - ni. E1 - initial reporter - the article was written by p. Mansat, h. Nouaille degorce, n. Bonnevialle, h. Demezon, t. Fabre and sofcot involving the hospitals hôpital purpan, hôpital pellegrin and société franc¸aise de chirurgie orthopédique et traumatologie, france. H4 - manufacture date - ni.

Event description:
It is reported in a journal article that eight patients experienced laxity six to one-hundred-six months following elbow arthroplasty. No further information is available.

Manufacturer narrative:
This follow-up report is being filed to correct information. Zimmer biomet became aware of the reported event on january 16, 2017, rather than january 17, 2017 as previously reported.